Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window, a scratched reservoir tube window, a cracked case at the reservoir tube window corner, and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received motor position encoder error alarm, a motor error alarm and a no delivery alarm. The customer's blood glucose was 294 mg/dl at the time of incident. The customer stated that the insulin pump was able to complete rewind without error. The customer was assisted in clearing the alarm. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.